Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their ins had been turning itself off for about the past month. Patient said stimulation would work for 5 minutes then turn off, and they would have to manually redo it using button on top of their controller. Patient stated they would be walking in the morning and it felt like stimulation would get going, then disappear; they keep stim up high, around 7, to mask the pain in their legs. Patient mentioned sometimes it felt like stim was going in and out slowly, almost like a massage, but kept turning off. Agent asked if they saw on the screen 'stimulation off,' but patient stated they would feel the lack of stimulation and just use the top button to turn back on and then would feel it working again. Patient confirmed this was happening even when the ins had enough charge. Patient mentioned this would sometimes happen at night as well, and when they turn stim back on, because of the high intensity, felt like they got electrocuted at first. Agent provided and explained use of nas phone number and redirected patient to their heal thcare provider.